Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111, 10 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67 and 4315. H10: narrative/data was updated. Zimvie received the reported healing abutment for evaluation. Visual evaluation and functional test were performed. The returned healing abutment has signs of use and was returned outside of its original packaging. The healing abutment matched prints where measured. Additionally, during a functional test with an in-house similar short biomet implant, the healing abutment seated as intended. The reported event is non-verifiable as the healing abutment was used and the conditions of the product / packaging delivered to the customer are unknown / non-verifiable. Original healing abutment's packaging was not returned for evaluation. See pictures attached. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined since device malfunction did not occur. Therefore, based on the available information, device malfunction did not occur. Returned abutment was tested with in-house implant and it seats as intended. The reported event is non-verifiable as the healing abutment was used and the conditions of the product / packaging delivered to the customer are unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Event description:
It was reported that the healing abutment does not fit the implanted short implant at tooth site #31. An alternative abutment has been used.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10: bnes505, 3i t3® short external hex parallel walled implant with dcd®, 5mm(d) x 5mm(l). Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.